Manufacturer narrative:
A ge service rep performed an onsite investigation. The power switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a damaged power switch. Further info confirmed that this issue prevented the system from powering to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.